Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced swelling in the lips within 2-3 hours after they were injected in the perioral lines and lips with 1 cc of juvéderm volbella® xc. Hcp suspects the reaction being angioedema-like. Treatment is noted as hyaluronidase and anti-histamine (benadryl). Event has resolved.